Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 05 upon interrogation. The device was implanted in january of 1996 and the patient has not been to a follow-up clinic since 1997. After the fault code was cleared, the monitoring voltage was found to be at 2.09 volts. Elective replacement indicator (eri) was declared over four years ago.